Event description:
A 3.0mm diameter x 18mm length ave gfx stent was successfully placed at the target lesion in the distal anterior descending coronary artery. In addition, three 3.5mm diameter x 18mm length ave gfx stent were deployed proximal to the 3.0mm x 18mm stent in an overlapping fashion, which covered the mid-distal portion of the target vessel. All of the ave stents were deployed at 9 atm of pressure and post-dilated with a 3.0mm diameter percutaneous transluminal coronary angioplasty balloon. After removal of the post-dilatation percutaneous transluminal coronary angioplasty balloon, angiography revealed evidence of "no reflow" phenomenon. The physician was concerned that there might be a dissection located proximal to the most proximal gfx stent and deployed another MFR's stent, partially overlapping the gfx stent. This resulted in persistence of the "no reflow" phenomenon and propagation of the intracoronary thrombus in the proximal two stents. Subsequently, a 3.5mm diameter percutaneous transluminal coronary angioplasty perfusion balloon was used to post-dilate the proximal portion of the stented segment, with fair results. Another percutaneous transluminal coronary angioplasty balloon, 3.0mm diameter x 40mm length, was used to post-dilate the remainder of the stented area in the target vessel. The dr felt, then, that there might be a dissection between the third and fourth gfx stents. Another MFR's stent was deployed between the third and fourth gfx stents to cover the questionable dissection with fair results. There was some minor improvement in antegrade flow, suggesting severe "no reflow" phenomenon as etiology. The interventional procedure was terminated, at this point, and an intra-aortic balloon pump was placed. The pt was complaining of minor chest discomfort and had no arrhythmias. Five days later, the pt was discharged to home and there was no add'l clinical sequelae reported relative to the event. Medwatch forms have been filed separately for each of the four ave devices involved in this event.